Event description:
During a follow up with the nurse regarding the alarm and the bag falling and disconnecting, it was revealed that the issue was resolved. The nurse explained that the home patient (hp) had cleaned the table with furniture polish that made the table very slippery. Per nurse, the slippery table caused the bag to fall off the table. The nurse stated that she had addressed the proper procedures with the hp, and now the hp places a towel underneath the bags when he cleans the table. The nurse verified that the hp did not have any injury or harm as a result of this incident. Per nurse, hp is doing very well and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3. The home patient (hp)'s caregiver (cg) revealed that the supply bag fell and disconnected. The technical service representative (tsr) explained the alarm and assisted the hp clear the alarm. The tsr advised the cg to start over with new supplies. The tsr further advised the cg to remember to set supply bag where it cannot fall and disconnect. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number is unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).